Manufacturer narrative:
The device has not been received by the manufacturer for evaluation. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number. Device not returned for evaluation.

Event description:
They are complaining that the image quality is bad and they cannot see their needle tip.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for. During evaluation, the reported issue of poor image quality was unconfirmed. Using the phantom and the alignment tool to check image quality, the problem could not be reproduced. The alignment tool created an image that could be seen. The image quality of the sr8 scanner meets the manufacturers specifications. The root cause of the reported failure is inconclusive as the reported issue could not be reproduced during evaluation. A history review of serial number (B)(6) showed no other similar product complaint(s) from this serial number.

Event description:
They are complaining that the image quality is bad and they cannot see their needle tip.